Event description:
It was reported by the affiliate that during an unk procedure, the device created five clips that did not close properly. There were no adverse consequences for the pt.

Manufacturer narrative:
Date sent: 8/11/08. Info anticipated, but unavailable at this time.